Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten devices. The visual inspection of the opened samples noted two sutures and two needles. It was observed, that the sutures were received with open loops. A laced through loop test was performed on the sealed samples and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the loop at the end of the device got loose/open while the doctor was suturing. There was no patient injury.